Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 stopped working and would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25151716, 25151550, and 25151054; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 stopped working and would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 stopped working and would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h-6 device codes: corrected from "electrical problem 1198" to "failure to deliver energy 1211." Internal complaint number: (B)(4).